Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a shunt in the moderately tortuous venous side. A 3.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation and a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 12 atmospheres (as per spcb flextome specification). The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the inner shaft and coming out of the tip. The leak coming out from the tip, most probably occurred due to the user applying excessive force to the delivery system when loading guidewire into device. The tip of the guidewire most likely punctured the inner shaft between the inflation lumen and guidewire lumen. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple hypotube kinks. This type of damage is consistent with excessive force being applied when attempting to advance the device. A visual examination observed no damage to the markerbands. This concludes the product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a shunt in the moderately tortuous venous side. A 3.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation and a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.